Event description:
The device was explanted and returned to the manufacturer with no info. The implant duration and reason for removal are unknown. Add'l info has been requested from the hcp, but was not available on the date of this report.

Manufacturer narrative:
Final device analysis results reveal - no anomaly found - normal device function.